Manufacturer narrative:
Block h6: medical device problem code a150201 captures the reportable event of stent failure to deploy for a gastrojejunostomy procedure. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The delivery system was received in position "1". Functional inspection was performed; the stent could not be released from the delivery system. A destructive inspection was necessary to identify torsion of the delivery system; the outer sheath was found twisted and detached due to rotational damage. No other issues were noted to the stent and delivery system. The reported event of stent failure to deploy was confirmed; the stent was returned undeployed and it was not possible to deploy the stent during functional testing. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed trangastric to the jejunum for a gastrojejunostomy procedure. The IFU states, "the hot axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The hot axios stent is not indicated to be placed transgastric to jejunum. Furthermore, according to the product analysis, the outer sheath was returned twisted and detached which is evidence that the handle was incorrectly rotated as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that based on the event details and device analysis, the reported event and the observed failures were likely due to the failure to follow the manufacturer's instructions. It is likely that failure to follow the manufacturer's instructions by incorrectly rotating the handle, twisted and detached the sheath and led to the stent being unable to deploy. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on january 12, 2022 that a hot axios stent was to be implanted transgastric to the jejunum to treat an enteral stenosis during a gastrojejunostomy procedure performed on (B)(6), 2022. During the procedure, the stent was unable to deploy. The stent was removed from the patient fully covered by the outer sheath. The procedure was completed with another axios stent. There were no patient complications reported due to this event. The patient condition following the procedure was reported to be fine. Note: it was reported that the axios stent was placed transgastric to the jejunum during a gastrojejunostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted transgastric to the jejunum to treat an enteral stenosis during a gastrojejunostomy procedure performed on (B)(6) 2022. During the procedure, the stent was unable to deploy. The stent was removed from the patient fully covered by the outer sheath. The procedure was completed with another axios stent. There were no patient complications reported due to this event. The patient condition following the procedure was reported to be fine. Note: it was reported that the axios stent was placed transgastric to the jejunum during a gastrojejunostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
(B)(4). He device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.